Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition lcd (liquid crystal display) monitor power turned on and off. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts obtained from the investigation and the fact that the indicated phenomenon is reproduced by the inspection results of the repair department, it is assumed that the screen is not visible due to repeated restarts caused by g1 board failure. Olympus will continue to monitor field performance for this device.